Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was within range (value not provided). System check was performed with the customer and source of blockage was not identified. Customer changed cartridge and insulin delivery was resumed.